Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the screen had horizontal green lines that blocked the graphics and text. Customer's blood glucose was 206 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.